Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having issues with their back where the implant was located. The patient stated their back was hot anywhere that touched their rocker or when they laid down they had to lay on their side no matter what. The patient also mentioned that their shoulders had been killing them and they didn't know if it was because of the [device] or not. The patient mentioned that they were on a lot of different doctors' medications and one of them had their psychiatric doctor put them on some medication that whenever they were around certain people certain things happened to them that shouldn't happen. The patient was supposed to go see the psychiatric nurse tomorrow because they put them on the medication trazodone that caused them to have a relapse. The patient said they started itching and breaking out on their legs and they had to go to the ER and their legs were purple and blue and they said it turned into impetigo, among other things. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned that during their previous hcp appointment, they were advised that the healing process could take up to six weeks.